Manufacturer narrative:
(B)(4). Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. It should be noted that the armada 35 instruction for use (IFU) states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 15 atmospheres as indicated on the product label. It could not be determined if inflating the balloon slightly over the rated burst pressure solely caused the rupture. The investigation determined that the reported difficulties were due to case related circumstances. It is likely that the balloon rupture occurred due to interaction with the anatomy (which was described as heavily calcified) during the second inflation in conjunction with inflating slightly over the rated burst pressure (rbp) of 15 atmospheres. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the left brachial cephalic vein in the proximal and mid arteriovenous fistula. The 7.0mm x 40mm x 80cm armada 35 balloon dilatation catheter (bdc) was advanced without issue to the target lesion. During the second inflation, to 18 atmospheres, the balloon ruptured. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.